Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plif spinal the rapy at l4/5 for lcs. It was reported that approximately 2 mm the cage backed out. As an additional surgery the cage was removed and ilium inserted. The screws on both sides of l5 became loose. The patient has a fever and is suspected of being infected. There was no further information reported.